Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the affiliate in germany that during an unspecified surgical procedure on (B)(6) 2023 pan 12 degree plga device when the first implant was released, both implants were directly advanced through the applicator into the joint. No suture could be made with this implant. The doctor removed the applicator including implant and thread from the joint and performed with another like device. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary according to the information received, it was reported that when the first implant was released, both implants were directly advanced through the applicator into the joint. Accordingly, no suture could be made with this implant. Therefor dr. Removed the applicator including implant and thread from the joint and performed the surgery with another truespan. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated; visual inspection revealed that the device trigger was jammed, it was retracted to the handle. The spring pusher shaft was completely slipped into the needle due to the trigger condition. The applier needle was found to be bent. The first plate was deployed and the second plate was still attached to the needle above the spring pusher shaft. The distal part of the sleeve was found cracked. The suture was in a normal shape. A manufacturing record evaluation was performed for the finished device lot number; 182l700, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on that no evidence of a double deployment was found, this complaint was not confirmed, and a root cause for the issue experienced by the customer cannot be established. The possible root cause for the applier needle condition can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to bent, due to the deformation of the applier needle, the spring pusher got stuck as well as trigger, therefore the second implant could not be deployed. The possible root cause for the sleeve damage can be related to procedural variables; the device's shaft may have been pressed with the cannula, graft retractor or tissue right on the sleeve during the needle insertion, causing the sleeve to dent and consequently the crack, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Correction d9: the date device returned to manufacturer has been updated to reflect the correct information. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.